Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) along with competitor's left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms in the lv ring to can configuration. Further, the physician performed cardioversion. Additional information obtained from the field representative that the physician believes that there was a lv lead fracture however it was not conclusively identified through fluoroscopy nor x-ray. The clinic will continue to monitor the patient. At this time, the crt-d remains in service. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.